Event description:
The leads were explanted due to an unrelated medical condition and have tested out of specification. There have been no complaints or allegations made against the leads.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), inner tubing kinked/buckled, the outer insulation had a cosmetic depression and the lead was stretched. (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.